Event description:
The customer reported that the v200 ventilator has an air valve alarm. It is unknown if the device was in use on a patient at the time of the event. There was no report of patient or user harm or injury. The investigation is ongoing.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
H10: the device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) stated in a good faith effort (gfe) response on 11/09/2022 that the hospital engineer cleaned the air sensors. The device then returned to normal following the cleaning. The rse stated that the customer did not provide further information. The device serial number was requested and not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.